Event description:
The customer reported experiencing issues with occlusions and an occlusion alarm, though the specific alarm number could not be verified in the pump history. The impact on the customer's blood glucose level is unknown. The resolution of the issue is also unknown as the customer declined additional assistance, and no further information could be obtained by the technical support team.